Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Us clinical narrative: an impella 5.5 was inserted via the direct surgical access at the aorta to support the 76 year old male patient who had been admitted in with known cardiac disease. The plan was for a valve and coronary artery bypass graft surgery to treat the disease. The patient presented in scai stage d shock at pump insertion. Other underlying medical history was not furnished. The 5.5 was supporting when after 6 days into the support there was concern of an infection. The thought was the infection was urinary and not due to the pump use. The team drew for cultures and did acknowledge the use of a foley catheter could contribute. To date the culture results have not been shared. On the following day, day 7, there was ventricular tachycardia. The team repositioned the pump away from the septum and arrhythmia resolved. There was no mention of any other intervention, such as cardioversion, being deemed necessary as after repositioning the issue was much better. The pump remained on for support to date with no other harms noted. The reported arrhythmia is consistent with patient-specific clinical factors, as here with pump position in a ventricle with a "very thick septum" by the aortic valve per the physician report. Through further communication it was determined that the patient was suffering from aspiration pneumonia and was treated by vancomycin and zosyn. After 7 days of support the pump was successfully weaned and explanted.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.

Event description:
The pump is not available for return

Manufacturer narrative:
B1: omit product problem, this was added in error. B5: added additional information